Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily high voltage lead impedance trend data shows a spike increase for superior vena cava defibrillator equal to 70 to 136 ohms peak between (B)(6) 2012, then returning to 68 ohms on (B)(6) 2012.

Event description:
It was reported that all the impedance trends were within normal limit except for the superior vena cava lead impedance was measured high. It was noted the lead impedance was varied. The lead remains in use. No patient complications have been reported as a result of this event.